Manufacturer narrative:
Analysis and results: there is one previous complaint of this code-batch regarding other issue. We manufactured (B)(4) units of this code batch. There are (B)(4) units in our stock. We have not received any sample from the customer. We have requested one box (36 closed samples) from stock for analysis. Tightness test to the samples received has been performed and the units are tight. We have tested the knot pull tensile strength of all samples received from stock and the results fulfil the requirements of the european pharmacopoeia (ep): 7.31 kgf in average and 6.95 kgf in minimum (ep requirements: 5.18 kgf in average and 2.59 kgf in minimum). Reviewed the batch manufacturing record, there are no incidences related to this issue and was released fulfilling b. Braun surgical specifications. We have also reviewed the complaint history record, and there are no previous complaints in any of the other products manufactured with the same thread raw material batches used in this product. As stated in the instructions for use of the product, when working with novosyn® suture materials great care should be taken to ensure that the use of surgical instruments, such as forceps and needle holders, do not cause any crushing or crimping damage to the suture material. Final conclusion: although the results of the samples received from stock fulfil the specifications of european pharmacopoeia/ b. Braun surgical specifications, we take note of this incidence in order to assess if new or additional actions are needed. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that the thread broke during surgery. No paitent injury. Type of surgery: right inguinal herniorrhaphy no further information has been received.